Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scaring or skin discoloration).

Event description:
Dexcom was made aware of 01/28/2017, that on (B)(6) 2016, that the patient experienced a skin reaction to the sensor. The sensor was inserted on the left side of the abdomen on (B)(6) 2016. After 4-5 hours of insertion, the site started to itch. After 1-2 days, the patient felt a burning feeling. After the 3rd day, the patient removed the sensor due to the skin reaction. The patient reported that she saw her certified diabetes educator (cde) for routine check-up on (B)(6) 2016 and mentioned skin reaction she had in (B)(6) 2016, which had scarring on her abdominal area due to the reaction. Her cde recommended she insert the sensors in arm instead. The affected area was treated with over the counter products, hydrocodone cream, burn cream, liquid benadryl, benadryl cream, aveeno eczema cream, and coconut oil. At time of the contact, the patient was still having the same issues. Additional event or patient information is not available. No product or data was provided for evaluation, however a photograph was provided. The reported event was confirmed through the photograph. A root cause could not be determined.